Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 60-130 mg/dl. Reportedly, the pump delivered a bolus without user input. Reportedly, customer attempted to self-treat by drinking juice and a nasal glucagon; however, was treated intravenously with fluids of saline and insulin in the ER. Customer was released from ER on 1/13/2023 with no permanent damage. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.